Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light cable burned the drape.

Manufacturer narrative:
Alleged failure: too much heat is emitted. Confirmed failure: replace cover, contact spring broken, boot up failure, replace ac inlet board. Probable root cause: fan malfunction, main board malfunction, led module malfunction, thermal switch malfunction, use errors. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cable burned the drape.